Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed because the part and lot numbers were not reported. It should be noted that the supera instruction for use (IFU) states: the supera peripheral stent system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery (sfa) and/or proximal popliteal artery. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code added for use in the incorrect anatomy. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a supera stent was implanted in the left peroneal artery, mildly calcified lesion. During stent delivery system (sds) removal, the sds was removed through another, previously implanted, unspecified stent. Resistance was noted and the distal tip of the supera separated, obstructing the peroneal artery. To increase blood flow, angioplasty was performed in the anterior tibial artery. There was no intervention to remove the separated tip. Reportedly, the patient is in fine condition. There was no additional information provided.